Manufacturer narrative:
No unit will be returned for failure analysis. Visual inspection of all eight (8) retain samples was performed. No anomaly was observed in any of the samples by visual inspection. Three (3) retain samples were decided to be tested for shrink temperature determination buffer media. Satisfactory shrink temperature results were obtained on the retain samples. DHR review of fg shop order (B)(4) was performed, no anomaly was observed at any of the processes that could cause the reported event. The complaint is unconfirmed. The root cause for this event is undetermined.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the durs3391itl suturable duragen was used in an unspecified procedure. The product was sutured and at the last suture, the product had dissolved in large parts. There was leakage reported. The product was completely removed and the surgeon used a different product. Operative time was extended by 45 minutes. There was no patient injury reported.